Event description:
On (B)(6) 2010, patient checked the infusion set and noticed a crack in the luer. Blood glucose level was 336 mg/dl. Patient does not reuse cartridges and changes the cartridge every 4-7 days. Patient changes the infusion headset every 2 days and infusion tubing every 4-7 days. Patient did not lose consciousness or require hospitalization. The patient did not require treatment from a health care professional or second party to address the issue. Infusion set was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.